Manufacturer narrative:
The customer returned the suspected contour® plus meter with s/n: a183000 and contour® plus test strips from lot # 4bqhh10a for evaluation. The returned meter was tested with the returned test strips and in-house contour® plus test strips from lot # 4bqhh08a and 3 levels of contour® plus control solutions from lot #s 3hv2i14, 3bv1r29 and 3bv3r29. All results were within specification. Since the strips information has been provided, sections d2 (common device name), d4 (model #, catalog #, lot # and expiration date), g1 (contact office - manufacturing site), h5 (labeled for single use) and h8 (usage of device) have been updated. Model # 7632 of the contour® plus test strips is only available in turkey; therefore, the UDI # is not applicable.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The device model # (d4) was not provided.

Event description:
The customer from turkey reported that within 10 minutes, he obtained blood glucose readings of 108 mg/dl with the contour plus meter and 68 mg/dl with the laboratory testing. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Since the strip information was not provided, this report will be submitted under the meter information.